Manufacturer narrative:
Evaluation of the returned catheter could not replicate the customer reported issue. The solex 7 catheter functioned as intended. The reported leak might be due to the start- up kit (suk). The suk was not returned for evaluation; therefore, a physical investigation could not be performed. Visual inspection found no visual discrepancies or issues. All lumens flushed as intended. No leaks were noticed during flushing. During functional testing, the catheter was connected to a pressurized inflation device. Capping the "out" luer and connecting the "in" luer to the pressure inflation device. The catheter was pressure was increased up to 100psi and no leak was observed. The balloons were able to deflate without difficulties. During manufacturing all solex 7 catheters go through a thorough inspection and test prior to and during catheter assembly process to ensure visual, structural and functional integrity. This included destructive testing to verify burst strength. Only units that passed are moved to the next process. Historical complaints were reviewed for service information related to the reported complaint and there was no previous history of related complaints reported for catheter with lot number 72787.

Event description:
A female patient was hospitalized post cardiac arrest and underwent treatment for hypothermia. Solex catheter was inserted into the left internal jugular vein by a physician without issues. After 4 days of treatment, solex catheter was observed leaking. Leaking fluid was noticed on the patient's bed. Catheter was removed and patient was reported in stable condition with good neurological outcome. No system alarm was reported during treatment.